Manufacturer narrative:
(B)(4). Batch # l93514. The device was returned with the upper jaw detached and not returned and the I-blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when using the blade of the instrument in the tissue, the upper part of it is bent upward. Unknown how case was completed. There were no adverse consequences for the patient.